Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 30-jul-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was preformed with a 20 mm non-medtronic balloon (z-med). The valve was delivered to the annulus but appeared constrained in the inflow portion under the right anterior oblique (rao) projection but did not appear constrained in the left anterior oblique (lao) projection. The physicians decided to deploy the valve. While pulling the nose cone back through the frame of the valve, the valve embolized into the ascending aorta. The valve was snared and a second bav was performed with a 24 mm non-medtronic balloon (z-med). A second valve was deployed without issues. The first valve remained in the ascending aorta. No additional adverse patient effects were reported.